Event description:
This is filed to report the leaflet perforations requiring surgical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped. During the leaflet insertion assessment perforations in the posterior mitral leaflet were noted. The cds was removed from the patient and the procedure was aborted. The patient underwent surgical mitral valve replacement the same day due to the perforations. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information, the reported tissue injury is due to procedural conditions. The reported patient effect of tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported hospitalization, surgical intervention, and delay to therapy are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.